Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the pulse generator, ventricular noise episodes depicted as premature ventricular contractions were noted on the electrocardiograms. It was suspected that the reason for the oversensing was most likely lead noise originating from a debuting lead damage on the right ventricular lead. Isometric testing was performed but was deemed unremarkable and the lead damage was not confirmed. The device was reprogrammed. The patient was stable.

Manufacturer narrative:
Correction: patient gender and age added to report.